Event description:
Patient was being prepared for ect treatment. The electrodes were examined & no deformaties were found. Testing for impedence were done & found to be in approved range. Ect was then administered when physician pushed treat button as stimulus delivered sparks shot out of disposable electrode placed on left temple. A burn resulted at position where electrode wire & pad are joined. Patient skin burned 1cm diameter oval shape. Treatment stopped, area was debrided and neosporin ointment was applieddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: manufacturing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.